Event description:
It was reported the patient underwent total hip arthroplasty on an unknown date. Patient received a biomet cup and liner and a competitor stem and modular head. Subsequently, the patient was revised on an unknown date due to dislocation. The revision procedure was completed with competitor products.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event -(B)(6) 2015. Date explanted (B)(6) 2015.